Manufacturer narrative:
(B)(4). Section d4: the lot numbers of the affected 900mr868 temperature probes are: 2103203027, 2103212867. Section h4: the device manufacturer date (mm/dd/yyyy) of the affected 900mr868 temperature probes are: 07/24/2024 (lot 2103203027), 07/01/2024 (lot 2103212867) . Section h11: the subject 900mr868 temperature probes have been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in peru that 900mr868 temperature probes were dislodging from the patient-end temperature probe port of breathing circuits during set up and prior to patient use. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Section d4: the lot numbers of the affected 900mr868 temperature probes are: 2103203027, 2103212867. Section h4: the device manufacturer date (mm/dd/yyyy) of the affected 900mr868 temperature probes are: 24 jul 2024 (lot 2103203027), 01 jul 2024 (lot 2103212867). Section h11: method: the subject 900mr868 temperature/flow probes and additional information about the reported event were requested to be provided to fisher & paykel (f&p) healthcare new zealand for evaluation. In addition, a review of the manufacturing records for the reported devices was completed. Results: twelve 900mr868 temperature/flow probes were received at f&p healthcare in new zealand for evaluation, where they were visually inspected. Visual inspection identified no visible damage or defects with the returned devices. A review of the manufacturing records for the reported 900mr868 temperature/flow probe lot batches was completed and confirmed that the patient-end temperature/flow probe parts were made to dimensional specifications. Further assessment of f&p healthcare temperature/flow probes was completed. The patient-end temperature probe part was measured and was within dimensional specification. Some variations were noted with measurements towards the lower end of the specification. The manufacturing processes of the patient-end temperature probe have been reviewed to reduce variation in dimensional specification. Conclusion: based on our investigation, the products were within specification. The reported event is likely to be related to dimensional variation at the patient-end temperature probe. As part of design validation and verification activities, all f&p healthcare products are tested to ensure they meet documented product requirements and specifications. At the end of the final assembly process, all 900mr868 temperature/flow probes are 100% tested as follows: functional testing of temperature/flow probe, visual inspections for any visible defects and contamination, resistance testing. The instructions for use for the 900mr868 temperature/flow probes outlines the correct set-up of the temperature probe and also state the following: ensure that both temperature probe sensors are correctly and securely fitted. Push the airway probe and chamber probe into breathing circuit making sure they are correctly located and pushed into place. Perform ventilator leak test on the breathing circuit before use. There is a residual risk associated with use of this product, even if used as intended. Following all instructions and warnings provided, the risk of hypoxic injury, skin burns, airway burns, airway injury, lung injury, electric shock injury, musculoskeletal injury, and hypothermia remains. These risks may result in serious injury or death.

Event description:
A distributor reported on behalf of a healthcare facility in peru that 900mr868 temperature probes were dislodging from the patient-end temperature probe port of breathing circuits during set up and prior to patient use. There was no reported patient involvement.